Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had battery issue, when the battery was in a certain position, the device powers down improperly during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported "device powers down improperly" was not reproduced. A review of the event history log (ehl) revealed multiple "improper shutdown!" Messages. An "improper shutdown!" Message indicated that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.